Manufacturer narrative:
D9 - date returned to mfg : 9/8/2025. One device was returned for analysis. Functional and visual tests were done, no issues were identified during the manufacturing of the provided lots. The cracked lock nut was confirmed. The locknut cracking occurred after end-user use. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the screw piece at the end broke off while drawing labs from a peds power PICC. Also, the blue bd maxzero needleless connector would not twist off and there were no hemostats at the bedside. They returned one sample of material, and upon initial visual examination, the set verified both of the reported failures. There was unknown patient involvement and no patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.